Event description:
During implant, high capture threshold and high impedance were observed on the right ventricular (rv) lead. The rv lead was repositioned and the impedance increased. A different rv lead was successfully implanted in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported high threshold and high pacing impedance. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.